Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Angioplasty/declot of access - "product was defective". Type of intervention: removal of product. Patient status - "pt. Doing well / pt. Has been reschedule for procedure in office".

Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found that the body tubing was damaged at the inflation hub junction. The root cause of the customer's complaint about a defective product is most likely the damage to the inflation hub junction. This component damage prohibited the balloon from inflating. This type of damage can be caused by improper handling during use. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Patient status - pt. Doing well/pt. Has been rescheduled for procedure in office